Manufacturer narrative:
The clamp was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned clamp was well worn with debris in the adjustment screw threads and tool marks around the head of the screw but was otherwise functional. The screw opens and closes the clamp without issue. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had multiple damaged instruments. The clamp was stuck on the tracker. No patient was present at the time of the event.